Manufacturer narrative:
The account stated that they did order in all four casters and replaced them to resolve the issue.

Event description:
Account alleged that the brakes will set, but will still rotate. No injuries, no escalation.